Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient experienced pain, urinary problems bowel problems, organ perforation, and dyspareunia.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior colporrhaphy.

Manufacturer narrative:
(B)(4).